Event description:
It was reported that since implant the patient's implanted neurostimulator is shocking them. It does it all the time. Just about every day it happens when they are driving, their eye starts twitching, fluttering, they can feel it in their wrist, it continues for a few seconds then it stops. Patient's provider is aware, but provider told patient they do not know why it would do it. They had CT scans and the doctor checked and said it was put in right. Patient turns therapy up and turns it down but that doesn't make any difference. They have gone in for reprogramming adjustment but that did not help so the patient put it back to 3.0 on both sides. They tried decreasing to 2.8 on each side and it seemed to slow down, further decreased to 2.5 but then started shaking so they increased it back up. Patient said they are not exposed to high emi and that it can just happen out of nowhere. Patient said they would contact the doctor's office to try to get an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported simple adjustments took care of the problem.